Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be stuck. According to the report, the device could not be reprogrammed after several attempts. The report stated that the device was set at pressure level 1.5 and after the patient had an MRI the pressure level setting changed to 2.5. Reportedly, the patient was admitted for observation and was discharged after successful reprogramming of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.